Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file was reviewed following the reported event of an electrostatic discharge (esd) event. The reported esd event is addressed via the pump investigation. The log file contained approximately 1 day of data (14:58:12 on (B)(6) 2021 ¿ 13:57:26 on (B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The system controller was not returned for evaluation. The reported event could not be correlated to an issue with the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number hsc-036024, was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called to report an lvad fault alarm on (B)(6) 2021. The patient was asleep at the time of this event. The patient performed a system controller exchange to the backup. The patient was unstable, and symptomatic with chest pain and numbness. The patient was admitted for investigation. The log files were submitted for review. The patient was asymptomatic with a mean arterial pressure (map) value of 80 mmhg, and an international normalized ratio (inr) value of 3. The patient's main and backup system controllers were exchanged. The log files were submitted for review. The log file analysis revealed that something caused pump rotor instability. The patient was hemodynamically stable and was discharged. The pump rotor instability resolved with the power cycle of the pump caused by the controller exchange. There was a pump stop on the second controller that appeared to be a pump reset caused by electrostatic discharge (esd). The ventricular assist device (vad) team has done a refreshment training for the prevention of esd. The manufacturer's report number for the other heartmate 3 system controller is 2916596-2021-05428. The manufacturer's report number for the heartmate 3 lvas implant kit is 2916596-2021-05526.